Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device had cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 247 mg/dl. The customer was sleeping when the alarm occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.